Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors under fluoroscopy. Right ventricular lead extraction procedure was discussed. No interventions were made at this time. The patient was stable.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead exhibited an insulation anomaly, noise, and provided inappropriate shocks for over-sensing. The right ventricular lead was explanted and replaced on (B)(6)2019.

Manufacturer narrative:
Additional information: analysis found two internal insulation abrasions breaching the ring electrode cable lumen in two locations underneath superior vena cava shock coil. In one location the etfe cable coating of one ring electrode cable was abraded. The cause of the inappropriate shock and noise was isolated to the internal abrasion under the superior vena cava shock coil. Further analysis found two internal insulation abrasions breaching the ring electrode and superior vena cava cable lumens between the suture tie impression and superior vena cava shock coil. The etfe cable coating was not abraded in this location. The cause of the reported event of ¿riata (B)(4) that showed externalization under fluoro¿ was due to internal insulation abrasion between the suture tie and superior vena cava shock coil.

Manufacturer narrative:
Internal insulation abrasion was noted breaching the re cable lumen at 25.5cm to 25.6cm form the distal tip. Etfe cable coating was not abraded in this location. Also, internal insulation was noted breaching the re cable lumen at 26.0cm to 26.1cm from the distal tip. One re etfe cable coating was abraded in this location.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.